Manufacturer narrative:
The device was not returned for investigation. No product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi, a 18f ce manta was deployed for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath; the bypass tube would bounce back out. Bleeding was present around the manta sheath during the procedure; however, the patients act was reported at 256 and is not known if protamine was administered. The physician attempted introducing the bypass tube the hemostatic value several times with no success. The other attending physician took over and applied more force and was able to close the manta closure device and sheath, achieving hemostasis. The IFU indicates in the procedural requirements activated clotting time (act) should be below 250 seconds prior to closure.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: a manta 18f device was used for the closure of puncture site of the femoral artery after a tavi procedure. While using the manta closure device, the physician inserting the manta device into the manta sheath hemostatic valve would not go in and bounced out again. The physician held the manta bypass tube and tried to close manta closure device and manta sheath several times. It was bleeding from the manta sheath the whole time. The other physician took over and used more force and could close manta closure device and manta sheath. The device was scrapped after procedure, so it is not available for evaluation. There was no harm to the patient. There was no injury to the patient and no other closure systems were needed. The closure act is 256.